Manufacturer narrative:
Intuitive surgical, inc. Received the da vinci product involved with this complaint to perform failure analysis. The touchscreen was analyzed and installed on the pca test system. The unit was programed and powered on showing no errors. Ran 10x power cycles with 30-minute idle time no errors. Created multiple user profiles and test all the touch functions with clear images and no distortions. Upon visual inspection no issues were found that would be related to the reported event. However, when reviewing the system logs, error 75 was found which means: the touchpad's touchscreen failed its diagnostics. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was confirmed but was unable to be replicated during testing. The unit was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced touchscreen to resolve the issue. The system was verified and ready to use. Isi has not received the touchscreen for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical hemicolectomy right procedure, the customer informed the technical support engineer (tse) mid procedure about 20 minutes into the procedure the surgeon side cart (ssc) started reporting recoverable fault 75 on the touchpad. When trying to recover from the fault, error came back. Prior to calling in, the customer had already gone through a mid-procedure emergency power off restart, which did not resolve the issues. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed as planned using a different surgeon side console (ssc). There was no reported injury to the patient.